Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results. No values were reported by the customer. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. The subject meter was requested back for investigation.